Event description:
On (B)(4) 2013, it was reported that a physician was having difficulties interrogating a patient's device. Follow-up showed that this was due to high impedance warning messages. There were no known causes for the high impedance, but it was noted that the patient was no longer having a voice changes and the patient's mother felt that the patient was not getting efficacy from the therapy as there has been no change in seizures. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.